Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user was wearing the eakin seal with a non-company appliance for 2-3 days. Reportedly, he experienced peristomal skin infection surrounding the stoma and the area was red and weepy. The end user saw a local ostomy nurse and nurse practitioner, who discontinued the eakin seal and the non-company appliance and switched him to a different seal and appliance. A lab culture was obtained and infection was confirmed but the end user did not know the organism. He was given a prescription antibiotic and prescription steroid cream. The issue was not related to leakage and the end user used a night drainage bag. The use of the eakin seal might or might not be related to peristomal skin infection. At the time of this report, he had less redness to peristomal skin with the new product. No photo is available at this time.